Event description:
Customer medwatch form report reports that "a lighted harrington was used and touched the patient's right breast and caused a burn. It was determined by the customer that it was where the light source connected into the light cord that burned the patient." Additional information from the claims attorney reports that the two products used with the lux tec light source were a harrington lighted retractor, product number 08-0052 manufactured by (B) (4); and a light cable, product number 459nd manufactured by (B) (4).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.